Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation it was report that for about a week to a week and a half ago they have been experiencing a lot of pain on "both sides" (where device is located then where leads are located). Caller states that they cant eat or drink without having this pain and the pain got worse over this past weekend. Caller states that the pain is constant and has been growing. Caller states that they have not had any falls, but they day this pain started they had a storm where lightening struck their house. Caller states that this storm affected their house and the neighbors so they are unsure if that is what is causing this issue. No further complications noted or anticipated